Manufacturer narrative:
Manufacturing investigation: patient information: veterinary use. Samples received: silkam pre-printed box with silkam g0765228 - 618115 (12 pouches). Box label is for dafilon g0933074 - 618093. Analysis and results: there are no previous complaints of this code-batch. We manufactured and mainly distributed in the market 3,312 units of this code-batch. There are 4 units in stock. We have received one box labeled with the code g0933074 (dafilon blue 5/0 (1) 45cm ds12) and batch 618093, but contains 12 units of the code g0765228 (silkam black 2/0 (3) 75cm ds19) and batch 618115. Products traceability has been checked and it has been determined that this mix-up took place at the moment of preparing the shipment in the b. Braun surgical ((B)(4)) warehouse to the customer. The operator took by mistake a silkam box (code g0765228) and was labeled as dafilon (code g0933074). Additional checking was not correctly performed and therefore it was not detected. Remarks: we have informed the personnel involved to avoid that this issue happens again. Final conclusion: taking into account that the box received does not fulfil the b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported by the healthcare professional to the company sales representative "our colleague ordered one box of dafilon suture and was sent a box with correct label on it but with a silkam box and also silkam suture inside." There was no patient involvement and it was noted that the box had been received at a veterinary facility.